Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received and an evaluation was performed. The sample was noted to be open upon receipt. A visual inspection was performed and the sponge was found to be dry. The cause of the reported problem could not be determined. A retention sample was split pressure tested and found to meet specification. Upon opening the retention sample, the sponge was found to have adequate iodine and was not dry. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The minicap was returned and an evaluation is currently underway. Upon completion of the evaluation, a supplemental report will be submitted.

Event description:
During the analysis of an opened and returned minicap sample, it was discovered that the iodine sponge was dry. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 7.